Manufacturer narrative:
E1 initial reporter phone: (B)(6). It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith effort to obtain the information is in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that during preparation atrial fibrillation procedure involving a faradrive steerable sheath was not possible to aspirate. The procedure was completed using another faradrive sheath. No patient complications occurred. The product is not expected to return as disposed.